Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this right ventricular (rv) lead exhibited low out of range pacing impedances, loss of capture, lack of sensing, and episodes of noise oversensing. The patient was hospitalized and a revision was scheduled. This rv lead was surgically abandoned and a new rv lead was placed. No lead damage was observed during the revision. No additional adverse patient effects were reported.